Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The needle broke during the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). The needle and suture were examined under magnification for attribute defects. There are marks at the edge of the barrel. Suture remnant was noted inside the hole of the needle. No needle defects were noted. The edge of the suture insertion is frayed and has a rough edged cut due to being detached from the needle. No suture defects were noted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): a needle that was reported to have been broken at the attachment end was submitted for this evaluation. An inspection was performed on the needle which revealed the needle was not broken. The needle passed visual requirements. No device failure detected and the product is within specification.